Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor (gold). Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. Pump received with broken reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 438 mg/dl. Customer was treated with manual injection and hospitalized. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer requested a pump replacement. The customer was advised that we are sending replacement.